Manufacturer narrative:
(B)(4). The complaint for peritonitis: no malfunction or user error was identified. The problem cannot be confirmed due to no user error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from (B)(6) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with physioneal 40 unknown therapy. During a call with baxter customer services, the physician reported that on (B)(6) 2012, the patient experienced peritonitis, manifested by abdominal pain and cloudy effluent. On the same day, the patient was admitted to the hospital for the peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. A causality statement was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.